Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device would not cut because the heating wire separated from the jaw. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that there was a crack on the tip of the cold jaw; this problem is consistent with an improper insertion of the tool into the cannula. The boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. Based upon the eval results, the reported complaint could not be confirmed, however, it was confirm for cracked boot. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).